Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and complex atypical adenomatous hyperplasia on (B)(6) 2008, (B)(6) 2008 and (B)(6) 2011 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-02309 and medwatch 2210968-2012-02311. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency, stress urinary incontinence and dyspareunia. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Date sent to the FDA: 11/11/2016. Additional information: other relevant history.

Manufacturer narrative:
Additional information: in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.